Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('(right coil was way too close to her hipbone and tilted to the right there's a chance that one or both coils may not in her tubes)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), arthralgia ("hip pain"), inflammation ("inflammation"), general physical health deterioration ("my health continues to worse"), back injury ("back injury"), flatulence ("her debilitating pelvic, hip, back pain during her period was caused by gas.") And abdominal pain lower ("cramping"). The patient was treated with surgery (robotic laparoscopic hysterectomy left salpingectomy, right salpingo-oophorectomy and cystoscopy). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, back pain, arthralgia, general physical health deterioration, back injury, flatulence and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back injury, back pain, device dislocation, flatulence, general physical health deterioration, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, hip pain, back pain, inflammation, my health continues to worse, back injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : reporter added and removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('(right coil was way too close to her hipbone and tilted to the right theres a chance that one or both coils may not in her tubes)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), arthralgia ("hip pain"), inflammation ("inflammation"), general physical health deterioration ("my health continues to worse"), back injury ("back injury"), flatulence ("her debilitating pelvic, hip, back pain during her period was caused by gas.") And abdominal pain lower ("cramping"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, back pain, arthralgia, general physical health deterioration, back injury, flatulence and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back injury, back pain, device dislocation, flatulence, general physical health deterioration, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, hip pain, back pain, inflammation, my health continues to worse, back injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- cramping. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('(right coil was way too close to her hipbone and tilted to the right theres a chance that one or both coils may not in her tubes)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), arthralgia ("hip pain"), inflammation ("inflammation"), general physical health deterioration ("my health continues to worse"), back injury ("back injury") and flatulence ("her debilitating pelvic, hip, back pain during her period was caused by gas."). At the time of the report, the device dislocation, pelvic pain, back pain, arthralgia, general physical health deterioration, back injury and flatulence outcome was unknown. The reporter considered arthralgia, back injury, back pain, device dislocation, flatulence, general physical health deterioration, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, hip pain, back pain, inflammation, my health continues to worse, back injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('(right coil was way too close to her hipbone and tilted to the right there's a chance that one or both coils may not in her tubes)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), arthralgia ("hip pain"), inflammation ("inflammation"), general physical health deterioration ("my health continues to worse"), back injury ("back injury") and flatulence ("her debilitating pelvic, hip, back pain during her period was caused by gas."). At the time of the report, the device dislocation, pelvic pain, back pain, arthralgia, general physical health deterioration, back injury and flatulence outcome was unknown. The reporter considered arthralgia, back injury, back pain, device dislocation, flatulence, general physical health deterioration, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, hip pain, back pain, inflammation, my health continues to worse, back injury. Amendment: the report was amended for the following reason: as per mail conversation case (B)(4) are duplicated of each other. This is retention case. All the information transferred form deletion case (B)(4) to this retention case. Event "right coil was way too close to her hipbone and tilted to the right. There's a chance that one or both coils may not in her tubes, her debilitating pelvic, hip, back pain during her period was caused by gas" were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.